Event description:
A customer reported via phone call indicating that their insulin pump shuts off without warming. The patient's blood glucose level was 498 mg/dl at the time of the call. The customer treated their high blood glucose with a bolus. The customer received no alarm or alert before the power shuts off on their insulin pump. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer stated that they also received a motor error from their insulin pump. The customer was informed that the insulin pump needed to be replaced for the motor error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.